Event description:
Low temp sterilizer failed disinfect cycle with "dfv0008" error, dosage under. Device was brought to clinical engineering for repair. During troubleshooting it was determined the nebulizer assembly was the fault. Installed new nebulizer assembly per service manual replacement procedure provided by (B)(6) technical service. New neb assembly is out of box failure. Reoccurring pattern with these devices. Out of the 16, 6 have required premature neb assembly replacements due to error code "dfv0008". Out of the 6 that failed, 4 of them have been out of box failures. From those 4 out of box failures, 2 of them have required multiple neb assembly replacements to get the device to pass. Per (B)(6) service interval, neb assembly does not require replacement until 5000 cycles. Trophon's have not met this interval.